Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 08/16/2025, it was reported that the patient took a fingerstick and the cgm reading was 150 mg/dl, and the blood glucose reading was 35 mg/dl. Initially the patient did not experience symptoms and asked her niece to bring her some juice, but then the patient suddenly experienced loss of consciousness. An ambulance was called by the patient´s niece. The patient was taken to the hospital and was treated with intravenous fluids. The patient regained consciousness at the hospital. When a fingerstick was taken the blood glucose reading was 147 mg/dl. The wearable had been removed for an MRI scan. No further treatment was reported to be needed and the patient was discharged at 04:00pm. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. When the patient regained consciousness, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.